Manufacturer narrative:
Continuation of medical devices: product ID 37791, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient has had trouble keeping the coupling bars since implant and for the last 2 months, it would overheat and show the thermometer icon. It would take about 15 minutes to finally charge and most of the time they only got 4 bars and it would make a clicking sound. The caller stated they first told the manufacturer representative (rep) about this in (B)(6) 2017 and they had the patient try sticky patches but this has not helped the issue. A damaged antenna was reported. A replacement antenna was sent. No patient complications were reported as a result of this event. Additional information was received from the friend/family member on (B)(6) 2018. The caller reported receiving the new recharger antenna but the new antenna did not resolve the poor coupling issue. The patient has had issues with keeping good coupling boxes on and off since being implanted. The patient will have 8 bars and the recharger will ¿click¿ and the patient will loose boxes/they will disappear/be empty. There were no falls or traumas and the patient has not lost of gained weight. The caller stated that the patient always uses the adhesive discs. More adhesive discs were ordered to be sent to the patient. The caller was redirected to follow up with the patient¿s healthcare professional (hcp). There were no patient symptoms reported and no complications reported. Additional information was received from the patient and a manufacture representative (rep). It was reported that the patient had been having an issue recharging since day one. The rep stated that the patient was getting really frustrated and could only get 2-4 boxes and sometimes none. The rep said the patient had been sent a new insr antenna, adhesive discs, tried to charge with and without the belt and nothing was helping. The rep said the patient was ready to toss their hands up because they say the ins takes away their pain but it was a hassle to charge the ins. The rep said they would like the patient to get a new insr to see if that helps resolve; it was reviewed to have to patient call to be transferred to repair. No symptoms were reported. No further complications were reported/anticipated. Additional information was received from the manufacture representative (rep) via the patient on (B)(6) 2018. The patient reports having issues recharging since they were first implanted. There is poor communication. It is taking several hours to recharge and they never get to 100%. The rep interrogated the device and attempted to recharge in the clinic. They could not get more than 4 bars after trying for several minutes. The patient has been dealing with this for some time. They have had their equipment replaced, sent stickers, and offered suggestions to make recharging easier with no success. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated. Additional information was received from the manufacturer representative (rep) on (B)(6) 2018. The ins was replaced and the new one was moved a little more medially for the battery to be on a more flat, stable surface. Before the battery replacement the impedances were all normal. No further patient complications were reported as a result of this event.